Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported needle retraction issue could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)